Manufacturer narrative:
Product in complaint was returned to zoll on 11/10/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a routine shift check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned to zoll chelmsford on (B)(6) 2015 for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and found that the top cover, motor cover, encoder cover, patient pin assembly and flexible patient restraint assembly were damaged. Note that the autopulse platform is a reusable device and was manufactured in 2007. Therefore, the physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. A review of the archive was performed and found an error 136 (system error, out of service. Revert to manual CPR) to have occurred on the event date of (B)(6) 2015. However, there was no error 136 (system error, out of service. Revert to manual CPR) observed on the reported event date of (B)(6) 2015. Initial functional testing was performed and an error "system error, out of service. Revert to manual CPR" was observed upon powered on. To remedy this issue, the processor board was replaced. Replaced parts: based on the investigation, the parts identified for replacement were defective processor board and other damaged parts noted in visual inspection. In summary, the reported complaint of the device displayed an error message (system error, out of service. Revert to manual CPR) was confirmed due to a defective processor board. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.